Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a model zcb00 intraocular lens (iol) was implanted into the patient's left eye. The patient's capsular bag broke following lens insertion. Vitreous loss occurred and vitrectomy was performed. The incision was enlarged and sutures were required. The lens was removed and replaced with a non amo lens. The patient was reported to be stable post procedure.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens received cut/slit from the flat periphery through the clear optic zone. The cut/slit was visible in both anterior and posterior zones. Scarce amount of viscoelastics (ovd) residue and several scratches were observed on the lens. The lens condition is consistent of a lens that was explanted from the patient¿s eye. The reported complaint is not verifiable. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions; warnings and guidelines for the proper use and handling of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.